Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer does not recall any significant events leading to the error, except they indicated that the o rings are not malformed in the package and there was fluid in the pump. Customer's blood glucose was unknown at the time of incident. No further information was given.